Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 clip didn't fire and it just dropped off the jaws. A competitor's product was used to complete the case. The operating room case was prolonged.